Manufacturer narrative:
This product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
This product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: 141235 - biomet cc cruciate tray 79mm - j3929403; 183134 - van ps open intl fem-lt 75 ¿ 028560; ep-183660 - e1 vngd ps tib brg 79/83x10 ¿ 156950; 184706 - series a pat w/wr std 34 1 peg ¿ 055840; 183099 - vanguard fem pegs set 2 - 579780. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04163, 0001825034-2019-04164.

Event description:
It was reported that the patient underwent initial left knee arthroplasty on an unknown date. Subsequently, the patient was revised due to aseptic loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.